Manufacturer narrative:
(B)(4). Batch # p5712r. Device evaluation: the analysis found that one pce45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45b cartridge reload was received partially fired and loaded in the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. In addition the reload was returned with 4 drivers missing and 1 driver out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a vats, the knife stopped in the middle of the first firing on lung. Also, the motor sound stopped. The manual override lever was used to open the jaws since the knife did not return and the jaws did not open as intended. Another device was used to complete the case. There were no adverse consequences to the patient.